Event description:
It was reported that the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) explanted due to a herniated prb and the pump riding high. Another aus was implanted.